Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Test could not be conducted due to the damaged contact pad. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 135 mg/dl and sensor glucose was 49 mg/dl at the time of the event, the difference was outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl and sensor glucose value that trigger the suspend on low or suspend before low event was 49 mg/dl. Blood glucose value associated with the triggered suspend event was 49 mg/dl. No harm requiring medical intervention was reported. Customer did receive a calibration not accepted alert and change sensor alert. The sensor will be returned for analysis.